Manufacturer narrative:
(B)(4). Date sent: 7/18/2024. D4: batch #681c00. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with the guide face damaged. No battery was received. The washer was present, cut, damaged and there were no staples present. Further evaluation shows that the knife was damaged in the same area than the guide face. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. In addition, the device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Additionally a photo was provided at product complaint level and it shows the device along with a battery, the casing half washer and the anvil not placed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device the damage on the guide face, knife and washer is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number 681c00, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent 6/10/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: were there any problems with the formation of the staples, the removal of tissue, or the removal of the relevant product? The sales rep was there, he checked everything with the doctor and found no abnormality. Was there any need to change the surgical method when checking the intraperitoneal? No change. Patient's condition after surgery. We are supposed to be contacted immediately if anything happens to the patient, but as of 5/21, we have not received any notification of any problems. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection, the endoscope clip came out when checking the ring after firing. Because the endoscope clip was fired together, the washer, the plastic of the needle part, and the knife were deformed and damaged. The leak test was no problem. To be sure, another doctor came in and looked patients inside the intestinal tract, and there were not any missing damaged parts. There were not any missing damaged parts in intra-abdominal either, the abdomen was closed. Remarks there was the sound of the washer firing was slow during firing. Same device was used to complete the case. There were no adverse consequences to the patient. If there are any missing parts or something happens after the surgery, they will check again. No further information is available.